Event description:
A malfunction alarm labeled as alarm 20 was reported. There was no adverse impact to the customer's blood glucose level. Customer support assisted the user in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy.